Event description:
Additional information received on 03/06/2025 for report number mw5166184 to update manufacturer's name.

Event description:
I purchased a walgreens blood pressure monitor after my doctor diagnosed me with hypertension. I have been using it for several months and assumed it was accurate. On 2 occasions with the deluxe wrist blood pressure monitor I was getting several low readings 90 over 50 etc. I went to the (B)(6) yesterday and my blood pressure was 130 over 70. I came home and used the walgreens device and it was 100/50 15 minutes later. I believe it is dangerous for people to be using these monitors and not realizing they could have serious heart problems. This is the second monitor I have bought and they both have the same issues. Reference report #mw5166183.